Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging the pump was losing time. The reporter claimed the pump's time was 10 minutes behind and was not keeping time. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/06/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed; after setting the time and date the battery was removed. The pump was left without power for 1 hour; when the pump was powered on it had returned to the default time and date. The black box history verifies the pump returning to factory default setting for time and date following a power on test. Testing also confirmed when the pump was powered on, it had returned to the factory default time and date. The pump was opened and the internal battery was found to be leaking. No keypad damage was found. Unrelated to the complaint, the contrast button responded intermittently when pressed. All the other keypad buttons responded appropriately when pressed. The keypad was removed for investigation and revealed contamination under the contacts of all button contacts.